Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after open procedure bowel resection, it was found that the staple line was incomplete centrally. The staple was leaking in the ileo-rectum anastomosis. The patient was re-operated to suture the defect, repair the leak manually and stop the bleeding. The event lead the patient to extended hospital stay for one day.